Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt experienced intermittent stimulation from their device. The reporter stated the pt's device was "turning itself on and off throughout the day." The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.